Event description:
It was reported that during a rotational atherectomy procedure, the guidewire fractured. The 80% stenotic lesion was located in the left anterior descending (lad) artery. During platforming "there were erratic speeds from 180,000- 60,000 rpms." The guidewire was inside the lesion when it fractured. The lesion suddenly became occluded. The physician attempted to pass another manufacturer's guide wire and catheter, but the guide wire would not go past the total occlusion. The physician thought there was a dissection at the lesion site. The patient was sent for emergency bypass surgery. Patient status listed as "doing well" .

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.